Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a defective air detector was found. The air detector was replaced to fix the issue.

Event description:
The device was returned as it was reported that during pre-test the pump had an event of air-in line alarm, the coils were rusted with the insulator and door missing. The results of the investigation found the device failed air detection test. There was no patient involvement.